Event description:
It was reported that the bur broke in the attachment while trying to remove it for cleaning following a surgical procedure. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this MDR has not yet been returned for evaluation. Details of part no. Or lot no. Have not been provided to assist further investigation. The root cause for the alleged breakage is undetermined.